Event description:
The "start" button must be pushed after set-up or review of settings. Pump will not alarm until the pt pushes the dose device. The pump does not have a delay or time trigger for the alarm to sound if "start" is not pushed. In this event, the pump was set up at 0730 and when the pt was checked one hour later, it was noted that the pump had not been started. The pump did not malfunction. It was user error by a nurse. A different alarm system would have helped the nurse recognize the omission.